Manufacturer narrative:
This report is based on information provided by philips customer support personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the philips heartstart dfm100 was found by the customer to need a ac power module. The customer found the 18-volt power supply, ac power module was out of range and needed replacement. Based on the information available from the customer, the cause of the reported problem was the ac power module. The reported problem was only confirmed by the customer. The customer is ordering the ac power module. Based on the information available no further additional analysis has been initiated. The initial analysis was performed by a (B)(6). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Serviceable ¿ product back in service ¿ no further action required: the customer is being sent an ac power module which once installed should result in repairing the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the 18v therapy supply is out of range. Patient involvement is unknown at this time, however, no adverse patient impact or injury was reported by the customer. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.